Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Additional information: (ethnicity), (race), (patient weight, patient weight units). Correction: (patient identifier), (concomitant medical products and therapy dates), (study), (method/results/conclusion codes).